Manufacturer narrative:
A lot history review was conducted, and it was determined that a device history record (DHR) review was not required. The device was returned for evaluation. The device was inflated with water, and a leak was identified at the proximal balloon butt joint. A partial break at the butt joint was identified, resulting in the leak. Therefore, the investigation is confirmed for the reported leak, as well as for a break at the butt joint. The partial break at the glue butt joint resulted in the identified leak. However, the definitive root cause for the partial break could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr4084 pta balloon dilatation catheter allegedly leaked at the glue joint of the proximal end of the pta balloon. The balloon was removed and the procedure was concluded. No further treatment was provided. There was no reported patient injury. This information was received from one source. Patient age, weight, and gender were not provided.